Event description:
It was reported that an asymptomatic patient presented to the clinic, upon interrogation the left ventricular lead exhibited unacceptable thresholds. Fluoroscopy confirmed that the lead had dislodged. The lead was explanted and replaced.